Manufacturer narrative:
(B)(4). Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts.  The system error 105 was however confirmed and reproduced at power up.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.